Event description:
A report was received that the patient was experiencing pain at the lead insertion site. The lead was too superficial and was poking the skin. The patient underwent a lead revision wherein the physician repositioned the lead. The patient was doing well following the procedure.